Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alert. The estimated blood loss (ebl) was unknown. The sample was discarded and was no longer available to be returned for evaluation. Additional information was requested and was not received to date.